Event description:
The product was used during a total abdominal hysterectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device eval indicated & codes entered in h3 & h6. Since the submission pf co's first supplemental report, samples were received for eval.